Event description:
It was reported the pt was going through physical therapy and could only get 55 degrees of movement where the dr wanted 110 degrees. (B)(6) 2009, during manual manipulation, the dr (B)(6), sent the pt to rehab and sent pt home. Two weeks later, the pt went for a f/u appointment. Dr (B)(6) was not there so the associate, dr (B)(6) noted swelling/bruising and ordered an x-ray. The x-ray revealed that the patella was in fact broken. The pt claims that because he has poor muscle mass due to polio, he was not a good candidate for knee replacement surgery in the first place. Infection was determined and is in his blood. He is in extreme pain. The pt is still attending physical therapy.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (x-rays, medical records, operative notes) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.